Event description:
It was reported that this right ventricular (rv) was an attempted implant due to placement difficulties and loss of capture. The loc was likely due to patient condition. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was, and dried blood was noted in the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) was an attempted implant due to placement difficulties and loss of capture. The loc was likely due to patient condition. No additional adverse patient effects were reported.